Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Review of the submitted log file appeared to show the system functioning as intended. The patient remains ongoing on vad support and no further issues have been reported. The hmii IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 8 years and 3months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient presented with gastrointestinal bleeding (gi) on (B)(6) 2019. A gd/c-scope revealed no clear source of bleed, however observed old blood in colon. Log files submitted for review revealed no unusual events and the pump is operating as intended. The patient had a complete blood count (cbc) performed every eight hours (q8h). Proton pump inhibitor (ppi) twice a day was given no upper source of bleed. The patient¿s inr will be followed daily and clear liquids continued. On (B)(6) 2019, the patient received additional packed red blood cells (prbc) for hemoglobin (hgb) 7.6 g/dl, responded to 8.5 g/dl this am with an inr to 3.7 status post warfarin 7.5 on (B)(6) 2019 and 3mg on (B)(6) 2019. No recent bowel movement reported other than (B)(6) 2019 in which was reported to be purple and dark. Colorectal surgery (cr) has been deferred due to being high risk. A repeat imaging study will be performed if the patient re-bleeds. If drop in patient¿s hgb, re-bleed then repeats tagged rbc with follow-up angiography if tagged scan positive per cr surgery. The patient¿s coumadin is on hold and daily inr goal 2-3. No additional information was provided.